Event description:
It was reported that the atrial lead had exhibited high capture thresholds. The patient experienced pre-syncope. The lead was capped and replaced during a device changeout procedure. The patient was noted to be in good condition following the procedure.